Manufacturer narrative:
The over crimping of the thermostat connection was reported to the factory. This appears to be an isolated case but the factory will monitor assembly of the connection more carefully. The prod has been redesigned and improvements implemented.

Event description:
Consumer reports two heating pads appear to be shorting out. No injuries reported.